Event description:
It was reported that the surgeon inserted a competitor's lens with the msi-pm injector and the haptic was torn during insertion. The lens was removed and another lens was implanted without any patient injury. The patient's current prognosis is excellent.

Manufacturer narrative:
A lot order search was performed of the injector and cartridge. There was one similar complaint found for the injector and no similar records found for the cartridge.